Event description:
User facility reported upon removal of device from patient, the spinal needle was broken and a portion of the device remained in the patient. The broken portion was removed form patient. No adverse effects tot patient reported.

Manufacturer narrative:
Device evaluation: one used device sample was returned for evaluation. Visual examination of the returned device found the needle had been bent and severed. The detached portion of the needle was inspected and found to have two severe bend (each in excess of 45 degrees) within 10mm of the needle break point. Review of the device history record showed no related nonconformities or abnormalities with the lot number listed. The root cause of the reported issue could not be definitely established; however it was determined that the issue was not caused by an intrinsic device problem. The device was most likely compromised by the application of excessive force during use.